Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents ventralex (device #2). An additional supplemental MDR was submitted to represent the composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2004: patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant of composix kugel mesh (device #1) and ventralex mesh (device #2). Per operative notes, ¿omental adhesions were taken down. A composix kugel mesh (device #1) was placed to cover the defect using sutures and ventralex mesh (device #2) was placed to close trocar incision using sutures.¿ on (B)(6) 2007: patient had abdominal pain thereby underwent open repair with removal of meshes (device #1, #2). Per operative notes, ¿the small bowel adhesions had been taken down. The mesh (device #1) was bent and had crevices. The composix kugel mesh (device #1) and ventralex mesh (device #2) on lower quadrant were removed completely which was distorted and protruding anteriorly. A biological mesh was used to repair the abdominal wall.¿